Manufacturer narrative:
Product event summary: the main board was replaced. The device was checked, calibrated and cleaned. The device passed functional testing and final check. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turns itself immediately off after turning on, despite new batteries. The epg was returned for servicing. No patient complications have been reported as a result of this event.